Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. The described situation is adequately address in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. Although the dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The identified cause was traced to a manufacturing process problem.

Event description:
It was reported that an internal dialyzer blood leak occurred approximately two minutes after a patient's continuous renal replacement therapy (crrt) was initiated. The blood leak was confirmed to be visually observed. The machine, a multifiltrate system, alarmed appropriately with a blood leak alert. No visible damage was found on the dialyzer. Additionally, nothing unusual was noted during the priming. Blood test strips were not used. After the blood leak occurred, the nurse replaced the dialyzer with a new one and the patient was able to complete their treatment on the same machine. The blood leak resulted in approximately 20 ml of blood loss. The blood loss did not result in any patient injury or harm, and no medical intervention was required. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.